Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and metallosis. Update rec¿d 03/22/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions. Adding the sleeve and stem to the complaint. Complaint was updated 04/08/2017.

Manufacturer narrative:
Patient was revised due to pain and metallosis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.